Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A product investigation was conducted. Visual inspection: the connecscr cann f/etn f/suprapatellar app (p/n: 03.010.404, lot number: u280638) was received at us cq. Visual inspection of the complaint device showed slight cosmetic damage to the anodization of the device. No other defects were identified. Functional test: a functional assessment could not be performed on the device since the mating devices were not returned. Dimensional inspection: screw length, screw body diameter and thread major diameter were measured and all of them found to be conforming per relevant drawings. Document/specification review: relevant drawings (manufactured and current) were reviewed. No design issues or discrepancies were identified. Investigation conclusion: the complaint is not confirmed since no defect is found with the device. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part # 03.010.404, synthes lot number: u280638, supplier lot number: u280638, manufacturing site: synthes monument, release to warehouse date: 30-jan-2018, supplier: unique. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Date rec¿d by MFR: the incorrect g4 date was inadvertently utilized in initial medwatch. The correct date is october 23, 2019.  Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: synthes employee. Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that when attempting to insert proximal locking screws for a suprapatellar tibial nail, the aiming arm did not align with the proximal locking holes. This cause drill to miss the hole, and the surgeon used freehand to complete the locking. Also, when removing the connecting bolt from nail was very difficult and it gave a lot of resistance before finally coming out. Surgery was delayed 5 minutes but completed successfully. There are no patient consequences. This report is for 1 of 4 for (B)(4).